Manufacturer narrative:
Based upon the investigation findings, the reported type iiia endoleak and migration could not be confirmed due to limited info. A mfg record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or mfg root cause for the reported event was inconclusive.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had a procedure on (B)(6) 2013 with a bifurcated stent graft, infrarenal aortic extension, and three suprarenal extensions. Upon follow up the patient was diagnosed with endoleak 3a as a result of components separation. Patient is stable and the physician has not decided how to treat the patient.